Event description:
Ous MDR - during in-office follow-up, the device could be interrogated properly but calculated eri was not shown. Additionally the pacemaker has been implanted for a long period. At the beginning of the in-office follow-up, a telemetry error occurred. Afterward the calculated eri did not appear in the data. On (B)(6), another follow-up was carried out and confirmed the calculated eri is still not available. Since the expected eri showed 8 months in the last follow-up on (B)(6), 2014 according the hospital, and the patient has only 30 bpm, device explant was scheduled for (B)(6), 2014.

Manufacturer narrative:
The device under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned data was thoroughly analyzed. The inspection revealed that an invalid memory content was detected on (B)(6) 2014, which led to the clinical event. The root cause of this observation is not determinable based on the available information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed that the clinical observation resulted from the detection of an invalid memory content. Based on the information available for analysis no further conclusions can be drawn.